Manufacturer narrative:
Insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. Insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The caller reported that the customer was hospitalized on (B)(6) 2016 with a high blood glucose level of 700 mg/dl. The paramedics were dispatched as a result. The customer experienced a diabetic ketoacidosis. The customer was lethargic, confused, and vomited. The customer was wearing the insulin pump at the time of hospitalization. The high pressure test barely passed after the second try. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.